Manufacturer narrative:
It was reported that the patient was prescribed antibiotics and steroids (date not reported). This report is submitted on 12 may 2021.

Manufacturer narrative:
This report is submitted on 05 oct 2020.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI scan. However, the clinician did not follow the manufacturer's instructions for use of MRI. Surgery to replace the magnet has not been performed as of the date of this report.